Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer received a button error alarm when they attempted to check their blood glucose. The customer's blood glucose was 134 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. It was noted that there wasn't a no button error alarm during testing. The insulin pump was received with a minor scratched display window, cracked reservoir tube lip and the end cap sticker was missing.